Event description:
It was reported that the customer experienced an elevated blood glucose level displayed as "high"; although a specific value was not provided, resulting in 2 hospitalizations in the last year. Cause was not provided or exact event dates. The customer declined follow-up from tandem technical support regarding the issue; therefore, no additional information was obtained.